Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 analyzer. The initial result was 8.8 miu/ml. The result was reported outside of the laboratory. The patient's ultrasound results did not match the hcgb results, and the patient's physician requested the sample be repeated. The repeated result was 86349 miu/ml. The repeat result was deemed the correct result. The reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service representative found a tube was not positioned on the guide pulley. He repositioned tube, checked the mechanism movement, performed an inspection of the syringe barrels for air during primes, and fully seated the pinch tubing on the joint. He performed successful performance checks and the customer performed successful qc. The investigation determined the service actions resolved the issue.